Manufacturer narrative:
Cadence talar dome was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: "no device components were removed". "Note that an earlier event has been reported for this subject that reports on persistent pain after 6 months. Thought to be algodystrophy due to pain night and day rhythm. Patient moaning her husband¿s death however spect CT on (B)(6) 2019 not in favor, showing hot spots on both tibia and talus implant. Medial malleolus ot healed with hot spot. May be lack of integration of the implants. Reported as continuous pain, moderate severity, probably related to the device, possibly related to the procedure and unanticipated. Subject was treated with meds; no tendinopathy was found on the ultrasound. Per the latest status this event is ongoing and potentially this newly reported event is an update to this one rather than a new ae."

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Same patient, same procedure, different products other mfg report numbers: 1651501-2021-00024, 1651501-2021-00026. Report from a clinical study: patient sustained persistent ankle pain from (B)(6) 2019, with instability and muscle weakness. On (B)(6) 2019, a spect CT showed hot spots on both tibia and talus implant. Medial malleolus ot healed with hot spot. May be lack of integration of the implants. Reported as continuous pain, moderate severity, probably related to the device, possibly related to the procedure and unanticipated. Subject was treated with meds; no tendinopathy was found on the ultrasound. No issue was found with the tar so the medial malleolar plate removal was scheduled on (B)(6) 2021. Ae was reported as continuous, mild severity, not related to the device but possibly related to the procedure, and unanticipated.

Manufacturer narrative:
Additional information received: "patient with painful medial malleolar impingement following a left ankle prosthesis performed on (B)(6) 2019 with lengthening of the achilles tendon due to an irreducible post-traumatic equinus. Patient operated on (B)(6) 2021: medial talo-malleolar arthrolysis with removal of the malleolar osteosynthesis material (ortholoc plate, wright medical) and tenolysis of the posterior tibial tendon. The ankle prothesis was not removed."

Event description:
N/a.